Event description:
The customer reported that when flushing a central line attached to the connector a nurse was splashed in the face. The line flushed easily with no resistance, but when the syringe was twisted off there was back pressure that caused the splash. The nurse allowed the facility protocol for possible bloodborne pathogen exposure which included going to the emergency room for lab work and eye wash. There were no lasting effects. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
MFR's report date: 07/29/2015. The customer report of a splash occurring when flushing the line was not confirmed. Visual inspection of the set noted that there were no cracks, crazing, breaks or other anomalies on the connector. Functional and pressure testing was performed and no splashing could be replicated. The root cause of the splash that occurred when the connector was flushed was not identified.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.